Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 failed to fire. Another was opened to complete the case. There was no consequence to the pt.